Event description:
It was reported that the customer was hospitalized due to high blood glucose of 25mmol/l. It was stated that the high pressure test was performed and the test failed twice. The events leading to the customer's admission was vomiting. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the insulin did exit. Advised that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.